Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she just received a new pump and had it programmed by her doctor yesterday, but the device would let her bolus, the blood glucose meter would not communicate with the pump, and her basal rates not programmed either. The patient's blood glucose at the time of incident was 587 mg/dl, which she treated with 10 units of a manual insulin injection. Her pump had since stopped registering so her blood glucose increased once more to 574 mg/dl at the time of phone call, and the customer reports feeling dizzy as a result. The customer was assisted with retrieving the settings from her old pump to program them into the new pump; this process was successful. The patient was advised to follow-up with her health care provider to check if the current settings needed to be changed. No products were shipped or returned.